Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product 5076-52, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) and had a message stating "replace immediately". There was a long charge time observed due to the device approaching end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.